Event description:
One suspected false positive result for an asymptomatic patient (off-label use at the time). The site suspects the result is false because they had an unexpected increase in positive results in a 48 hour time period. Only a few of the results were confirmed negative with pcr, but the vast majority were unconfirmed.

Manufacturer narrative:
Investigation summary: tested 5x sars cassettes with negative standard. Valid results obtained for sars cassettes ran on both walkaway and read now modes. A quidel representative was sent onsight and observed some procedural errors that may have contributed to the event. Root cause: cannot duplicate with returned instrument. Source: phone.